Event description:
The technician alleged the bed went into the chair position by itself. No patient impact.

Manufacturer narrative:
The technician found that the patient pendant was under the mattress causing the bed to run by itself. The patient pendant was properly positioned on the bed to resolve the issue.